Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During implant of this lead the helix was slightly exposed and got caught in lower part of svc. The physician tried to retract the helix to remove the lead but was unsuccessful and ended up stopping the implant. The lead was left in the body. The patient was referred to an extraction facility and the lead was removed 3 days later.